Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable defib lead 2011 (B)(6); (B)(4) implantable cardioverter-defibrillator 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular (rv) lead had high pace/sense impedance, was not capturing, was exhibiting noise and a lead fracture was suspected. It was also reported that the patient stated they had fallen recently and the fall may have impacted the area where the system is located. Additionally, during the rv lead change-out procedure, an insulation breach of the left ventricular (lv) lead occurred during cautery. The rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.